Event description:
A report was received that the patient was experiencing inadequate stimulation as the contacts of the leads were out. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 sn (B)(4). Device evaluation indicated that the visual microscope and x-ray inspection of the lead revealed that five cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17854071, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4316, batch/lot number: 17910827, model/catalog description: clik anchor.

Event description:
A report was received that the patient was experiencing inadequate stimulation as the contacts of the leads were out. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.